Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump received a minimum fill message while reloading the cartridge; however, the contact was unable to remember how much insulin was in the cartridge prior to the malfunction. The contact reported that a new cartridge would be loaded onto the pump. Contact declined future follow up.